Manufacturer narrative:
Age of device: 5 years, 4 months, 4 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that device alarmed on (B)(6) 2019 for no external power, low voltage twice. Manufacturer's technical service representative reviewed the log file but did not observe any such alarms. Patient was stable and went home. Additional information was requested but not yet provided.

Manufacturer narrative:
Section b5: event: additional information. Section d4: UDI was unknown as serial was not provided. Investigation summary: the reported events of no external power and low voltage alarms regarding the mpu were not confirmed. The mpu was not returned for analysis. The provided log file was reviewed. The log file contained data spanning 45 days (25apr2019 ¿ 10jun2019). The pump maintained speeds above the low speed limit while connected to the driveline. One no external power alarm occurred on (B)(6) 2019 at 4:55 while the patient was switching from depleted batteries to charged batteries. The alarm did not appear to be atypical ¿ both power cables were flagged as being disconnected, indicating a true disconnection. The emergency backup battery appropriately operated the system during this time and support to the pump was not interrupted. The alarm resolved when power was restored to the system. Low voltage alarms only occurred after typical battery depletion throughout the log file. Although the reported alarms were observed within the provided log file, the mpu was not in use throughout the entirety of the log file. The alarms also appeared to be typical in nature. As no data regarding the mpu was observed, the root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient observed the reported alarmed on (B)(6) 2019. Patient does not use a mobile power unit (mpu). Issue was resolved. No equipment was exchanged.